Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05392. It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman® access system (was) was positioned and a 33 mm watchman ® laa closure device and delivery system (wds) was advanced. The device was deployed, but was too proximal so was recaptured and removed. The (was) was exchanged for an anterior curve was and a 27 mm wds was then advanced. The device was deployed, but also required recapture as it left a lobe uncovered. After recapture, there was some elevation observed and air was noted in the right atrium. The patient¿s pressure increased, they administered some fluids until the symptoms resolved and the patient stabilized. They continued the procedure using a second 33 mm wds; however, the device landed too proximal and was fully recaptured and removed. The procedure was not completed due to patient anatomy. There were no further complications noted. The source of air was not confirmed but was speculated to be from anesthesia giving fluids and/or from the non bsc ice catheter in the right atrium as that is where bubbles were seen on transesophageal echocardiogram. After reviewing images, there was no air seen in either the was or wds.